Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion with excessive tortuosity and 80% stenosis in the mid rca. No issues were noted with the device or packaging prior to use. Negative prep was performed with no issues identified. The lesion was pre-dilated 4 times with a mdt balloon, at 10 atm. It is reported that the balloon of the endeavor resolute device would not inflate. The inflation device used was not a medtronic device. The physician used a new stent (same size) to successfully complete the procedure. No patient complications or clinical sequelae reported. Evaluation summary: the device was returned for analysis. The stent was damaged. The 8th and 9th distal segments had stretched struts. The device failed negative prep and a steady stream of bubbles was observed in the syringe. An attempt was made to inflate the device but this failed, only the balloon cones inflated and water was seen leaking from the balloon. When the stent was removed from the balloon, there was a tear noted on the balloon. The tear was jagged and uneven. There was also evidence of damage to the balloon further distal to the tear on the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (stent deformation <(>&<)> balloon rupture) patient' condition affected effectiveness of device (severely calcified lesion with excessive tortuosity and 80% stenosis) deformation problem (stent, balloon) evaluation codes, conclusions device failure/lack of effectiveness related to patient condition (severely calcified lesion with excessive tortuosity and 80% stenosis) inherent risk of procedure (stent deformation <(>&<)> balloon rupture). (B)(4).